Manufacturer narrative:
The insulin pump received with scratched lcd window and moisture damage on the radio frequency board. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No rainbow display or pump looks scuffed from inside the screen noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high and low blood glucose and the insulin pump was not delivering the correct amount when reservoir is getting low. Caller stated a bolus was delivered to correct high blood glucose and customer whet to low blood glucose. Nothing further was reported.